Event description:
Health professional reported the explantation of a lap-band due to an erosion. The band was not replaced and it has been returned to allergan for lab analysis. F/u findings: pt was experiencing epigastric pain and fevers, so surgeon during the examination decided to remove the lap-band system

Manufacturer narrative:
Taper ii. (B) (4). Allergan has received the product however the analysis has not been completed at this time. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue." "Re-operation to remove the device is required." Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated." Device labeling addresses the reported event of pain as follows: "there were add'l occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: ...abdominal pain, dehydration, chest pain, incision pain, and...port site pain."